Event description:
The non-balloon replacement peg is intended for percutaneous placement into an established stomal tract for the purpose of long term gastronomy feeding and/or gastric decompression. The facility reported that during a recent procedure to remove peg tubing, the bumper portion of the peg tubing detached from the tubing and remained inside of the patient.

Manufacturer narrative:
It was reported to us endoscopy that the physician informed the patient that the broken portion of the device remained inside their stomach and that it would pass through the small bowel and colon. Attempts have been made to acquire additional information but nothing has been received at this time. The product has not been returned, so the manufacturer has been unable to confirm the reported complaint and determine the root cause of the bumper detachment.